Event description:
It was reported that the patient was feeling washed out. The clinic was contacted and had no information about this event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.